Manufacturer narrative:
Due diligence was completed for this event. The device has been returned and a product investigation completed for it. The manufactured date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue built up. The ptfe pad (teflon pad) was inspected and found it is lifted with exposing metal. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe tip unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion based on the evaluation is that the cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
In the reported event during the therapeutic gynecological procedure, the teflon tip of the device was peeled back after one activation and could not be used. There was no adverse impact to the patient. The procedure was completed with another device. As reported there was no other visual damage to the pad teflon pad or the device. The generator settings were the norm with no error codes displayed. The device was inspected prior to use and no abnormalities found. There was no cable damage observed. The transducer cords and cords of other medical devices were not bundled during use. The physician was trained and experienced in the use of the device. No additional problems occurred as the result of this event.